Manufacturer narrative:
Product event summary: it was confirmed that the overlay was cracked, which resulted in the stylus being non-functional. It was additionally noted that the keyboard hinges were broken.

Event description:
It was reported that the programmer's display screen was cracked. The programmer was returned for service and subsequently tested out of specification. There was no patient involvement.